Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the programming on the insulin pump was accurate. The insulin pump failed the prime test. The customer did not have another infusion set to repeat the prime test at the time of the phone call. The customer was also unable to prime the insulin pump without the reservoir in place. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.